Event description:
Caller alleged that the meter has some type of burn mark on the screen. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.